Event description:
Customer reported that he dropped the insulin pump from his lap while being sit and now the display is blank. Customer stated that the display returned during the call. The drive support cap is recessed. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged nor corroded. Self test did not complete. Blood glucose value is 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to due to the battery tube connector not plugged in properly to interface board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.